Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to t wave oversensing. The device started to charge and aborted. The s-ICD was recently implanted and appeared to have only passed in alternative vector both during and post implant. It is currently programmed in alternate vector. The technical services (ts) indicated that the root cause appears to be an r wave amplitude instability. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: no reportable as the sensing of signals other than the intended spontaneous cardiac-chamber depolarizations with no delivery of inappropriate therapy is a non-reportable malfunction as there is no evidence to suggest that therapy was impacted. The malfunction is not likely to cause or contribute to death or serious injury.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to t wave oversensing. The device started to charge and aborted. The s-ICD was recently implanted and appeared to have only passed in alternative vector both during and post implant. It is currently programmed in alternate vector. This s-ICD remains in service. No adverse patient effects were reported.